Manufacturer narrative:
H6 medical device problem code: a140508 was erroneously entered on the initial manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that a patient was implanted with a impella 5.5. It was reported that according to the doctor, there was a problem with the purge pressure. The purge pressure was too high (1100 mmhg) and the purge flow low ( less than one milliliter per hour). They started tissue plasminogen activator lysis after consulting. The purge pressure and the flow improved to normal levels. After some time, the increase of the purge pressure started again, when the ward doctor improved the p-level of the pump. The surgeons made the decision to change the pump. The patient was not harmed.

Manufacturer narrative:
Investigation summary: purge pressure high: clinical reported that the purge pressure was too high (1100mmhg) and the purge flow low (<1 ml/h). Tissue plasminogen activator (tpa) was administered which resolved the issue, but high purge pressure reoccurred. The data logs confirm purge pressure high alarms. Lt log analysis shows no motor current spikes outside p-level changes. Logs show a gradual rise in purge pressure with a corresponding decrease in purge flow. First gradual purge pressure rise was for about 2 hours before alarms triggered. High purge pressure was sustained for over 2 hours before decreasing towards normal values aligning with clinical mention of tpa administration. About 7 hours after first high purge pressure event there was another gradual rise in purge pressure (over about 25 minutes) before high purge pressure alarms triggered. Issue resolved after about 44 minutes. The cause of the issue was determined to be biomaterial build up as evidenced by log analysis showing gradual purge pressure rise with no motor current spikes device history review: the pump passed all post sterile inspection checks.